Manufacturer narrative:
Device evaluation by MFR: promus premier ous mr 32 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage as struts in the middle to proximal section of the stent were lifted from their crimped position. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16nov2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the highly tortuous and highly calcified right coronary artery. After crossing the lesion with a non-boston scientific guidewire and pre-dilation was performed with an emerge balloon catheter, a 32 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.